Event description:
Report 2 of 3. Report received from the USA stating that the device was experiencing a "power fluctuation" during a craniotomy surgery. The reporter was unaware if the cause of the power fluctuation was the device, drill or console. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and was making an unusual noise (gear box wear). Evidence suggests this was due to usage / wear over time. The event was confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).